Event description:
While wearing the external equipment at the initial stimulation, the pt reportedly experienced no sound perception. A CT scan indicated that the electrode array was not inside the cochlea. Surgery to reposition the pt's electrode array has been scheduled.